Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll to report that the patient was in the ICU due to having open sores all over his back. The patient was not wearing the lifevest while he was in the hospital. There was no follow up on the open sores to see if they have healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.